Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was an air leak in the system during a surgical procedure. The surgeon had completed the vitrector portion, but still needed to do the retinal peel, laser and gas porions of the procedure. The case was aborted and the patient transferred to another facility to complete the procedure successfully. There was no reported harm to the patient.